Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. On 13-january-2017, a field service engineer (fse) was dispatched to the customer's facility to address the reported event. The fse adjusted the incubator positions and the cup transfer positions at the incubator. The fse tested the mechanical movement of cups going in and out of the incubator. The fse also checked the bf probe positions and the incubator and cleaned the opto sensors. All errors cleared and the aia-900 instrument is operational. No further action is required by field service. The most probable cause for code 4276 incubator positioning error was the instrument needed an alignment.

Event description:
On (B)(6) 2017, a customer reported code 4276 incubator positioning error on the aia-900 instrument. The customer stated that the instrument did not run as a result of this error code. The customer rebooted the system and conducted an all set home but the error persisted. The customer is unable to run patient samples on myoglobin (myo). On (B)(6) 2017, a field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for myo. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.